Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b1, d1, d4, d9, h3, h4, h6.

Event description:
Healthcare professional reported "capsular contracture baker grade iii and implant removal from textured to smooth due to the concerns of the product". This record is for the left side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. Additional observations: observed total separation on the plug strap disk shell assessed as adhesive failure. No further actions are required since no manufacturing issue is observed. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a5, a6, d4, d9, h3, h6

Event description:
Healthcare professional reported left side "capsular contracture baker grade iii and implant removal from textured to smooth due to the concerns of the product". Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported "capsular contracture baker grade iii and implant removal from textured to smooth due to the concerns of the product". This record is for the left side. Device was explanted.